Event description:
A (B)(6), male, pt's nurse, contacted zoll customer support to report exposed wires. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn, exposing wires. The cause for the damaged wires is the pulled cable. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.